Manufacturer narrative:
Supplemental report submitted to include additional information. As per imagery evaluation findings, the liner of the esheath was torn. Per preliminary pre-deco observations, the 14 fr esheath+ received with its associated 23 mm commander delivery system fully inserted through. Valve stuck at 5 cm from distal tip. The liner was fully expanded but torn 6cm at 10cm from distal tip, 3cm at 8cm from distal tip and 6 cm at 2 cm from distal tip. The valve was protruding though liner torn. Updated h6 and h10. The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Supplemental report submitted to include additional information. Per pre-decontamination findings, the sheath liner was fully expanded but torn 6 cm at 10 cm from distal tip, 3 cm at 8 cm from distal tip and 6 cm at 2 cm from distal tip. The valve was protruding though the torn liner. No sheath shaft/ strain relief puncture was observed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of a 23mm sapien 3 ultra valve. During the procedure, the commander delivery system could not be advanced through the esheath+ due to heavy calcification. The valve punctured the sheath due to resistance from the calcification, and both the delivery system with the valve and the sheath were retrieved together. Subsequently, a non-edwards transcatheter heart valve was implanted. The patient was stable with no injury.